Event description:
Boston scientific received information that this patient underwent a device upgrade procedure and status post implant it was reported that the system exhibited seven second pauses. The patient was pacer dependent. The lead impedances were reported within normal limits. This patient underwent a revision procedure and the patient's right ventricular (rv) lead was explanted and replaced with a competitor's bipolar lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.